Event description:
It was reported that the patient experienced increased pain, and the implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted product will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.